Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory pressure was confirmed. Ventec replaced the exhalation control module (ecm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ecm.

Event description:
The customer returned their device to ventec for maintenance. During the device's evaluation, ventec observed that its inspiratory pressure was low. There was no patient involvement associated with the reported event.